Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient met with a representative for reprogramming yesterday (just for a tune up/therapy optimization) and when they were checking the stimulation levels today, they were completely different than what the representative had set (the patient said they wrote them down). This happened after a previous representative reprogrammed them at the end of september as well and the patient said they were confused. When the representative reprogrammed them this time, the stimulation levels that the representative set were twice as high from what they usually were. On the way home from the appointment, they were feeling electrical jolts when they moved into different positions; the stimulation was so strong that they turned it off last night. When the patient looked at their stimulation in group c today, they were at 0, 0.6, 0, 0 (it was supposed to be at 1.5, 1.3, 1.3, 1.4). The patient was walked through checking their position (they were in the upright position) and it was reviewed with the patient how to adjust their adaptive stimulation; they confirmed they understood. They planned on trying to adjust their stimulation to their different positions (they ha d the most pain when standing; pain went down their leg) and if they noticed the stimulation resetting back to 0 or were still feeling jolts, they would follow up with their representative.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.